Manufacturer narrative:
PMA/510k unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. There was any physical damage on the device. The technician powered on off unit, conducted a visual inspection, and performed a flow rate test, and carbon dioxide (c02) test. The reported complaint was not duplicated after power on the returned 9024550 monitor and there was no occlusion error. The flow rate was measured at 162 milliliter (ml)/min (spec: 150 +/-20 ml/min.) Performed low calibration at 77 millimeters of mercury (mmhg) (spec: 74 +/- 3 mmhg). Performed c02 hi/low calibration and read at 74 mmhg. However, internal inspect the device found the naphion tube was contaminated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The naphion tube was replaced as a preventive maintenance.

Event description:
It was reported that the device received an occlusion error. No patient injury was reported.